Event description:
It has been reported to us that during the procedure the tip of the guide wire separated. At this time add'l info has been requested.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.